Manufacturer narrative:
(B)(4). Concomitant devices - nexgen prolong cr-flex articular surface 10mm, catalog #: 00595203010, lot #: 62350928. Nexgen stemmed cemented precoat tibial component size 4, catalog #: 00598003702, lot # 62377462. Nexgen standard all poly patella, catalog #: 00597206532, lot #: 62358012. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-02643.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address instability approximately nine (9) years post-operatively. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted. To relay additional information. H6: component code: proposed code is mechanical g4 femur. Visual examination of pictures provided confirmed, the devices showed signs of use and were explanted. The device history records were reviewed and no discrepancies were identified. Per the package insert, instability is a known adverse effect of the system. However, a definitive root cause could not be determined, with the information provided. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.